Manufacturer narrative:
E5 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During reprocessing of the device, it was reported that there was "debris" from the pre-flush. This event has no related harm, nor adverse effect.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported event of "debris in pre-flush" was not confirmed. Based on the results of the investigation the evaluation found that the possible cause of the event of "debris in pre-flush" may have been caused due to the nozzle was found to be clogged. There was no report on the subject device being used in procedure after the suggested event was reviewed. No positive hmi report or information indicating infection from the customer was provided. After reprocessing by olympus, the hmi result was negative. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes however, no information was provided. Test results: olympus hmi results sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: moraxella osloensis, psychrobacter pulmonis, sphingomonas species. Olympus hmi results sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance for this device.

Event description:
The subject device tested positive for 3 colony forming units (cfus) of moraxella osloensis, psychrobacter pulmonis, sphingomonas species. All channels were sampled.